Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high shock lead impedance measurements greater than 200 ohms. A revision procedure was performed and the lead was surgically abandoned. A new rv lead was successfully implanted. The device remains in service with the new rv lead. No additional adverse patient effects were reported.